Event description:
Wound drain snapped after experiencing resistance during removal of drain. There were no perforations made in drain during placement. One suture was tied and retied (once around clear part of drain) during placement and drain appeared to move freely without pinching or binding. After drain broke, lateral portion of chevron incision was opened to remove drain.